Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with all 4 of the cruciform tips broken off at the base where they transition to the shaft. The broken tips were not returned for inspection. The fracture faces are smooth and there are no indications of material anomalies. This part shows signs of extensive usage. The condition of the tip is consistent with a device that has been subjected to excessive tightening torques. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is considered invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that during an open reduction internal fixation (orif) procedure of a distal radius, the surgeon was inserting a screw and pieces of the cannulated screwdriver tip broke off. The surgeon retrieved all pieces and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)